Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 heating element plate inside the jaw was twisted and detached. This occurred inside the pt. A new unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the heater hook had detached from the jaw boot slot and was bent. The tool was received inside the cannula. There was some evidence of blood on the tool handle. There were no signs of clinical usage or evidence of blood on the jaws. Based upon the visual observations, the reported complaint for "heater detached" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).